Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0898) on 29-aug-2015. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and hydronephrosis ("hydro nephrosis") in an adult female patient who had essure (batch no. 863901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, depression and premature ventricular contractions. Previously administered products included for an unreported indication: glucophage from 2007 to 19-sep-2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hydronephrosis (seriousness criterion medically significant), uterine leiomyoma ("recurrent fibroids/fibroids"), abdominal pain lower ("recurring pain in my lower abdomen"), abdominal distension ("severe bloating"), back pain ("pain from my lower back to front"), feeling abnormal ("general feeling of blah"), ovarian cyst ("recurrent cysts/ovarian cysts"), depression ("depression"), anaemia ("anemia") and menstruation irregular ("irregular periods"). The patient was treated with surgery (to remove the essure / hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hydronephrosis, uterine leiomyoma, abdominal distension, back pain, feeling abnormal, ovarian cyst, depression, anaemia, mood swings, menstruation irregular, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue and alopecia outcome was unknown and the abdominal pain lower and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, depression, fatigue, feeling abnormal, genital haemorrhage, hydronephrosis, menorrhagia, menstruation irregular, mood swings, ovarian cyst, pelvic pain, tooth disorder, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left: 03 right:04 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative . Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received - new events "mood swings, irregular periods, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, urinary problems or changes, dental problems, fatigue, hair loss, hydronephrosis" were added. Lot number was added. New reporter were added. Lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left and right side pain'), genital haemorrhage ('heavy bleeding/ severe bleeding'), hydronephrosis ('hydro nephrosis'), urogenital fistula ('uretrovaginal fistula in vaginal') and kidney infection ('kidney infection') in an adult female patient who had essure (batch no. 863901-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome, depression and premature ventricular contractions. Previously administered products included for an unreported indication: glucophage from 2007 to (B)(6) 2019. Concomitant products included antibiotics. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ periods lasted for more than 20 days"), fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced bladder disorder ("bladder problems or changes/ bladder issues") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hydronephrosis (seriousness criterion medically significant), abdominal pain lower ("recurring pain in my lower abdomen/severe cramping"), abdominal distension ("severe bloating"), back pain ("pain from my lower back to front"), feeling abnormal ("general feeling of blah"), ovarian cyst ("recurrent cysts/ovarian cysts"), depression ("depression"), anaemia ("anemia"), menstruation irregular ("irregular periods"), urinary incontinence ("leaking urine in vagina"), urogenital fistula (seriousness criterion medically significant), abdominal pain ("abdominal pain"), lethargy ("lethargy"), kidney infection (seriousness criterion medically significant), cystitis ("bladder infection"), procedural complication ("ureters were sewn into vaginal cuff"), urticaria ("hives"), teeth brittle ("teeth are brittle"), enamel anomaly ("have no enamel left"), tooth demineralisation ("teeth seems to be decalcifying"), scar ("too much scarring") and dysuria ("I am having lots of pain when I urinate") and was found to have uterine leiomyoma ("recurrent fibroids/fibroids") and weight increased ("weight gain"). The patient was treated with surgery (ablation and to remove the essure / hysterectomy, salpingectomy (bilateral removal of fallopian tubes).) And surgery- ureteral reimplantation. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hydronephrosis, uterine leiomyoma, abdominal distension, back pain, feeling abnormal, ovarian cyst, depression, anaemia, mood swings, menstruation irregular, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, alopecia, urinary incontinence, urogenital fistula, abdominal pain, weight increased, kidney infection, cystitis, procedural complication, urticaria, teeth brittle, enamel anomaly, tooth demineralisation, scar and dysuria outcome was unknown and the abdominal pain lower, menorrhagia and lethargy had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, cystitis, depression, dysuria, enamel anomaly, fatigue, feeling abnormal, genital haemorrhage, hydronephrosis, kidney infection, lethargy, menorrhagia, menstruation irregular, mood swings, ovarian cyst, pelvic pain, procedural complication, scar, teeth brittle, tooth demineralisation, urinary incontinence, urinary tract disorder, urogenital fistula, urticaria, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left: 03 right:04 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: results: negative. Concerning the injuries reported in this case, the following one were described in patient¿s social media- urinary incontinence, vaginal fistula, abdominal pain, lethargy, weight increased, kidney infection, cystitis, procedural complication, urticaria, teeth brittle, enamel anomaly, tooth demineralization, scar. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received : new event, "I am having lots of pain when I urinate" was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left and right side pain'), genital haemorrhage ('heavy bleeding/ severe bleeding'), hydronephrosis ('hydro nephrosis'), vaginal fistula ('uretrovaginal fistula in vaginal') and kidney infection ('kidney infection') in an adult female patient who had essure (batch no. 863901-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome, depression and premature ventricular contractions. Previously administered products included for an unreported indication: glucophage from (B)(6) to (B)(6) 2019. Concomitant products included antibiotics. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ periods lasted for more than 20 days"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) , the patient experienced bladder disorder ("bladder problems or changes/ bladder issues") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hydronephrosis (seriousness criterion medically significant), abdominal pain lower ("recurring pain in my lower abdomen/severe cramping"), abdominal distension ("severe bloating"), back pain ("pain from my lower back to front"), feeling abnormal ("general feeling of blah"), ovarian cyst ("recurrent cysts/ovarian cysts"), depression ("depression"), anaemia ("anemia"), menstruation irregular ("irregular periods"), urinary incontinence ("leaking urine in vagina"), vaginal fistula (seriousness criterion medically significant), abdominal pain ("abdominal pain"), lethargy ("lethargy"), kidney infection (seriousness criterion medically significant), cystitis ("bladder infection"), procedural complication ("ureters were sewn into vaginal cuff"), urticaria ("hives"), teeth brittle ("teeth are brittle"), enamel anomaly ("have no enamel left"), tooth demineralisation ("teeth seems to be decalcifying") and scar ("too much scarring") and was found to have uterine leiomyoma ("recurrent fibroids/fibroids") and weight increased ("weight gain"). The patient was treated with surgery (ablation and to remove the essure / hysterectomy, salpingectomy (bilateral removal of fallopian tubes).) And surgery- ureteral reimplantation. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hydronephrosis, uterine leiomyoma, abdominal distension, back pain, feeling abnormal, ovarian cyst, depression, anaemia, mood swings, menstruation irregular, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, alopecia, urinary incontinence, vaginal fistula, abdominal pain, weight increased, kidney infection, cystitis, procedural complication, urticaria, teeth brittle, enamel anomaly, tooth demineralisation and scar outcome was unknown and the abdominal pain lower, menorrhagia and lethargy had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, cystitis, depression, enamel anomaly, fatigue, feeling abnormal, genital haemorrhage, hydronephrosis, kidney infection, lethargy, menorrhagia, menstruation irregular, mood swings, ovarian cyst, pelvic pain, procedural complication, scar, teeth brittle, tooth demineralisation, urinary incontinence, urinary tract disorder, urticaria, uterine leiomyoma, vaginal fistula, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils: left: 03 right:04. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: results: negative. Concerning the injuries reported in this case, the following one were described in patient¿s social media- urinary incontinence, vaginal fistula, abdominal pain, lethargy, weight increased, kidney infection, cystitis, procedural complication, urticaria, teeth brittle, enamel anomaly, tooth demineralization, scar. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. Reporter information updated. Previously reported event urinary problems or changes is updates with leaking urine in vagina and event dental problems is updated with teeth are brittle. New events: ureterovaginal fistula in vaginal, abdominal pain, lethargy, weight gain, kidney infection, bladder infection, ureters were sewn into vaginal cuff, hives, have no enamel left, teeth seems to be decalcifying, too much scarring were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number:(B)(4)) on 29-aug-2015. The most recent information was received on 24-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and hydronephrosis ("hydro nephrosis") in an adult female patient who had essure (batch no. 863901-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, depression and premature ventricular contractions. Previously administered products included for an unreported indication: glucophage from 2007 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hydronephrosis (seriousness criterion medically significant), uterine leiomyoma ("recurrent fibroids/fibroids"), abdominal pain lower ("recurring pain in my lower abdomen"), abdominal distension ("severe bloating"), back pain ("pain from my lower back to front"), feeling abnormal ("general feeling of blah"), ovarian cyst ("recurrent cysts/ovarian cysts"), depression ("depression"), anaemia ("anemia") and menstruation irregular ("irregular periods"). The patient was treated with surgery (to remove the essure / hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hydronephrosis, uterine leiomyoma, abdominal distension, back pain, feeling abnormal, ovarian cyst, depression, anaemia, mood swings, menstruation irregular, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue and alopecia outcome was unknown and the abdominal pain lower and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, back pain, bladder disorder, depression, fatigue, feeling abnormal, genital haemorrhage, hydronephrosis, menorrhagia, menstruation irregular, mood swings, ovarian cyst, pelvic pain, tooth disorder, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left: 03 right:04 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative . Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-sep-2018: update of information (batch is not valid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 29-aug-2015. The most recent information was received on 10-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("recurrent fibroids/fibroids"), abdominal pain lower ("recurring pain in my lower abdomen"), abdominal distension ("severe bloating"), back pain ("pain from my lower back to front"), feeling abnormal ("general feeling of blah"), ovarian cyst ("recurrent cysts/ovarian cysts"), depression ("depression") and anaemia ("anemia"). The patient was treated with surgery (to remove the essure.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, abdominal pain lower, abdominal distension, back pain, feeling abnormal, ovarian cyst, depression and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, back pain, depression, feeling abnormal, genital haemorrhage, ovarian cyst, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-nov-2017: case classification was updated to potential legal case and new reporters were added. Product start date and stop date were added and also new events pain, depression and anemia were added. Events ovarian cysts and fibroids were clubbed with earlier events."essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.